Event description:
The physician reported that there was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance. The physician reported that the last good diagnostics were performed on (B)(6) 2013. The patient's surgery has not yet been scheduled and is pending insurance approval. X-ray reports were sent to manufacturer. The x-ray reports noted that no discontinuities were identified with the vns system.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient had generator and lead replacement on (B)(6) 2014. Pre-operative system diagnostics confirmed high lead impedance. The surgeon reported that he could see exposed lead wire near the electrodes in the neck. The explanted devices were discarded.

Event description:
Additional information was received stating that the vns patient¿s last known good diagnostics were from (B)(6) 2013 (dc dc ¿ 3). Follow-up with the psychiatrist clarified that the diagnostic test that showed high impedance on (B)(6) 2014 was a systems diagnostic test. The patient was reported to be doing well.

Event description:
The patient reported that she felt the device not working since (B)(6) 2014. Although surgical intervention is likely, it has not occurred to date.

Event description:
It was reported that device diagnostics resulted in high impedance. The device was programmed off after observing the high impedance. It was reported that x-rays did not identify any discontinuity with the vns system. Attempts to obtain additional relevant information have been unsuccessful to date. Surgical intervention has not occurred to date.